Manufacturer narrative:
The patient began experiencing the symptoms like itchiness, bump and mild pain on (B)(6) 2025. The patient discussed the symptoms with their hcp on (B)(6) 2025 and the hcp prescribed two lotions diclofenac gel and fenistil gel. Although, there was no abscess at the insertion site and no infection was confirmed, the hcp prescribed antibiotics cefpodoxim. The patient continues to use eversense e3 cgm system without any further issues.a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced mild pain, itchiness and a "bump" on the insertion site. The sensor was inserted on (B)(6) 2025 and the symptoms were first noticed on (B)(6) 2025. The patient consulted hcp who prescribed two lotions against redness and itching (diclofenac gel and fenistil gel) and also antibiotics (cefpodoxim). No infection was confirmed by the hcp.